Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer's stylus would not calibrate. The stylus was replaced and calibrated as a preventative. It was also indicated that one hinge plate screw was missing, the electrocardiogram connector was loose, and the system fan was noisy. These parts were replaced, the hard drive was reconfigured and loaded with updated software, and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus pen was unable to be calibrated and could not be used with the display screen. The programmer was returned for service. There was no patient involvement.